Event description:
It was reported that while in cardiac surgery the "intra-aortic balloon (iab) was unpacked and the yellow cable was handed to the perfusionist in order to zero the fiberoptix sensor (fos) prior to inserting the iab into th pt." The md inserted the sheath via the right femoral artery and then the iab was inserted through the sheath. Ten mins after the iab was inserted, the pump alarmed a "helium loss alarm." The yellow fos cable was found to be disconnected from the v-hub. The iab was removed, and another iab was inserted successfully.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.